Event description:
On (B)(6) 2008, the patient was implanted with four gore excluder aaa endoprostheses and a palmaz stent to treat an abdominal aortic aneurysm. On (B)(6) 2009, a computed tomography angiogram revealed a type ii endoleak. The aneurysm sac measured 5.3cm x 5.5cm. On (B)(6) 2009, a computed tomography revealed a persistent type ii endoleak. The aneurysm sac measured 5.9cm. On (B)(6) 2010, a computed tomography revealed a proximal type I endoleak. The type ii endoleak was no longer present. On (B)(6) 2011, a computed tomography revealed a type ii endoleak. The aneurysm sac measured 6.2cm x 5.4cm. On (B)(6) 2011, a computed tomography angiogram revealed the persistent type ii endoleak from lumbar arteries and the aneurysm measured 6.3cm x 5.5cm. No type I endoleak was seen. On (B)(6) 2012, a computed tomography angiogram revealed the persistent type ii endoleak from the lumbar arteries with sac expansion measuring 6.7 cm. A small possible endoleak was seen between the proximal stent grafts. On (B)(6) 2012, a computed tomography revealed the persistent type ii endoleak. The aneurysm sac measured 6.8cm. No intervention has been scheduled at this time to treat the growth and endoleak.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: (B)(4).